Manufacturer narrative:
The pump was received with constant pump error 39 during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 39. However, the pump passed the self test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, moisture damage on the force sensor, and a damaged motor (jammed motor gearbox). The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Perform the history review 2 days prior to the event date 03-aug-2025 in the pump history file and found 1 lost sensor alert on 08/02/2025, 3 nodelivery alarms on 08/03/2025 (during bolus), 1 pump error 41 on 08/03/2025, 7 pump error 39 on 08/03/2025, 4 lost sensor alerts on 08/03/2025, 1 pump error 23 on 08/03/2025, and 2 battoutlimit (6) alarms on 08/03/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Unable to test the insulin flow blocked alarm/no delivery alarm during the basic occlusion test, occlusion test and force sensor test due to constant pump error 39. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Found pump error 39 and pump error 41 in the pump history file. Unable to complete the required testing due to constant pump error 39 during the rewind test. Alarm-a341-pump error 39 confirmed due to jammed motor gearbox and moisture damage on the electronic assembly. Found pump error 41 in the pump history file when performing the history review. Alarm-a343-pump error 41 confirmed due to jammed motor gearbox and moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump error 39 (motor current error detected) alarm. The event involved products mmt-1884, mmt-7040ma, mmt-397a and mmt-326a. Troubleshooting was performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-397a. No product return is required for mmt-326a.